Event description:
It was reported that the patient's mother believes that there is an "issue" with the patient's device and that the battery may be dead. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).